Event description:
It was reported that the patient received inappropriate therapy due to probable atrial fibrillation (af) with rapid ventricular response in the ventricular fibrillation (vf) zone. The patient experienced chest pain and shortness of breath. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2008. (B)(4).